Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the asymptomatic patient presented to the emergency room in backup vvi. A device download was performed successfully. Device remains implanted.